Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 24-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident. It was determined that the drive size increase from information technology (it) was required. A technical support specialist (tss) dialed into the server and verified in pes that the patient record was available, however, no corresponding orders were found in ssms or pes. It was confirmed that the patient had been admitted and discharged within the same hour, and the configured discharge delay of 8 hours had already elapsed. Tss coordinated with the customer, provided guidance from the previous case, and requested additional visit identifier for validation. The customer later confirmed that patients were displaying correctly on the stations. Tss advised continued monitoring of the purge process and recommended a server reboot, and the customer planned to coordinate with hospital information technology (hit) to increase c drive storage and schedule the reboot. The system functioned as intended after technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es all patients were not displaying on the station. The customer replaced the network cable, suspecting connectivity issues; however, the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.